Event description:
It was reported a malfunction alarm occurred. Despite the issue, there was no reported adverse impact on the customer's blood glucose level. Corrective actions taken included replacing the faulty pump, with the customer instructed to use an alternate insulin delivery method, mdi, and to put the pump into storage mode before returning it. Customer support confirmed the shipping address and instructed the return of the faulty pump using a pre-paid label within 10 days.